Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 423 mg/dl. The customer also mentioned other blood glucose values such as 171 mg/dl, 177 mg/dl, 257 mg/dl, 279 mg/dl. The customer was reported that the drive support cap was normal. The customer was reported that insulin pump had motor error alarm and no delivery alarm. Customer was able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis.